Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was confirmed that the phenomenon, "the screen suddenly starts howling in the middle of operation and turns black, but lights green as if the power is on", was reproduced and was determined to be due to a failure of the patient circuit (cr) board. The alarm sounds and the front panel does not light up after startup. It was recommended to replace the cr board (ru259800). It was also stated that the device has not undergone regular maintenance as recommended by the manufacturer. Age-related degradation of substrates due to the effects of heat and moisture likely contributed to the cause. From the service manual, it was confirmed that the cr board had pneumoperitoneum control function, user I/f control function, peripheral equipment communication function. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the customers¿ allegations were confirmed and found to be caused by failed pressure sensor/pressure sensor circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the high flow insufflation unit suddenly started howling in the middle of an operation. The screen turned black but lite up green, appearing as if it¿s on. The event occurred during a therapeutic, heart, lung, and cardiac surgery. There was a slight delay, but the procedure was completed after restarting the subject device. The device was restarted multiple times. There was no report of patient harm associated with this event.

Manufacturer narrative:
Updated fields: d9, h4 and h10. This report is being supplemented to provide additional information based on the device evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.